Manufacturer narrative:
Additional information: g3, h2, h3, h6. One 8.5f swartz braided introducer sheath was received for evaluation. Functional testing revealed a leak noted in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. A puncture was noted in the proximal and distal seals. Tearing, resulting in a hole, was noted in the proximal and distal seals. A corrective action was initiated to address the failure mode of the swartz braided introducer leak.

Manufacturer narrative:
UDI information (d4) and 510k (g3) are not provided within this report as this product (model g407376 is an ous configuration not available in the us and is therefore not referenced in the gudid database.

Event description:
During an atrial fibrillation procedure, when removing air from the side port, air was aspirated endlessly. The sheath was replaced and the procedure was completed with no adverse consequences to the patient.